Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle experienced blockage. The following information was provided by the initial reporter: consumer also reported needle clog during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1314150. Medical device expiration date: 30-nov-2026. Device manufacture date: 10-nov-2021.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 12-sep-2022. H6: investigation summary customer returned (12) open 32gx4mm bd pen needles without tear drop labels or inner shields attached, as well as 24 non-bd pen needles. The customer reported that there is a needle clog during injection. The returned bd samples were examined, and it was observed that 11 featured a bent npe cannula and 1 featured a broken npe cannula. No evidence of manufacturing defect was observed on the returned samples. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 12 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent or broken after the user handled the pen needles.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle experienced blockage. The following information was provided by the initial reporter: consumer also reported needle clog during injection.